Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handpiece had no seal. There was a seal completion sound, but there was no evidence of energy being supplied. The jaws area was in a clean/good condition. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the device found no notable conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device would produce an instant regrasp alarm when activation was attempted. The device was disassembled and it was found that the device's red wire had come out of the pull tube and was severed. Further investigation revealed the device had no resistance between the red wire crimping and the jaw. It was reported that the device had no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of a failure mode of alarm activation/defective wire was identified. The most likely cause was determined to be manufacturing related. Improvements have been initiated to mitigate this condition. The event had foreseen risk and is included in a data monitoring plan. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, the handpiece had no seal. There was a seal completion sound, but there was no evidence of energy being supplied. The jaws area was in a clean/good condition. A new handpiece was used and it worked fine. There was no bleeding and there was no patient injury.